Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses, circuit breaker, and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a communication fail error message. This message will likely result in a no boot, shut down, or lock up situation. There are no reports of patient injury or death associated with this event.